Event description:
The stent delivery system broke during a procedure. During an attempt to cross into the target lesion in the prox rca, the product would not cross. It was taken out and the lesion was pre-dilated with a balloon. When attempting to re-insert the stent, it was noticed that the delivery system was broken in the middle. Another product was used to finish the procedure. There was no patient injury. The product will be returned for analysis.